Manufacturer narrative:
Correction information was provided in h.6. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. The reported product lot number was not provided. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during an intraocular lens (iol) implant procedure, when implanting the iol, the surgeon noticed that the end of the haptic was somehow nicked and the surgeon thought it might have been because of the surgeon's handling when loading the iol. There was no harm for the patient. Additional information has been requested.